Event description:
The customer reported that the system displayed low ma and temp sensor errors. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep could not duplicate the low ma errors. He replaced the hv supply regulator because the ma null would not go below 92 millivolts. He replaced the generator driver because the dead time would not adjust. He calibrated the unit and it now operates as intended.